Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of device memory found a write to locked ram reset on (B)(6) 2013.

Event description:
It was reported that the device experienced an electrical reset. It was noted that the patient had been undergoing radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.